Manufacturer narrative:
Product development investigation was completed. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already stripped. The returned devices were confirmed to have stripped tips. One of the drivers is severely stripped, the device appears as though it was impacted down into a screw. There is no twisting visible in the direction of insertion or extraction. The other driver is stripped on one of the 6 prongs of the tip. Both devices have minor surface wear which does not impact functionality. Relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The one returned driver appears to be stripped due to impact to the driver into the screw. The drivers likely experienced excessive torque during use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for complaint device lot number. Manufacturing location: (B)(4). Date of manufacture: feb 27, 2012. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reported the following event: it was reported that while the surgeon was performing a lumbar mis (minimally invasive spine) fusion using the matrix mis system on (B)(6) 2017, two (2) stardrive screwdrivers were stripped. Reportedly, while adjusting the position of a screw, the surgeon seemed to push on the t25 stardrive screwdriver shaft with such excessive force that the distal tip of the screwdriver shaft was stripped. The surgeon used another t25 stardrive screwdriver shaft to re-position the screw and inadvertently stripped the tip of the second device. The surgery was successfully completed with no harm to the patient, no surgical delays and without additional device malfunction or need for medical intervention. The devices will be returned for investigation. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity 1) this report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.